Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause could not be determined. Rationale: no CAPA rationale: actual sample was not returned for investigation. The complaint trend will continued to be tracked and monitored.

Event description:
It was reported that unspecified bd¿ venflon pro safety catheter broke. The following information was provided by the initial reporter: he had a complaint from nhs lothian whom advised that there was an incident with a venflon pro safety catheter whereby the patient was transferred from ed to a general ward and the catheter was ¿snapped in half¿ whereby the hub and port where detached from the catheter that was left within the patient¿s vessel.